Event description:
The customer reported that the unit would not power up with either ac module or battery in slot a. This unit failed the op-check and had a 'x'. There was no report of pt involvement.